Event description:
Inpatient was brought down in a gown with non-magnetic metal snaps. MRI brain performed with receive-only head coil on a 3t scanner. Most of the buttons were unsnapped and positioned below the shoulders except for one area where 2 buttons remained snapped together. The patient complained of pain on her neck and when the techs looked there was a "bug bite" appearing lump near one of her gown snaps. Immediately upon sitting up on the table after the MRI, she felt a welt on her neck where those snapped buttons were. The welt resolved within 2 days and no further treatment was needed. FDA safety report ID# (B)(4).